Manufacturer narrative:
Combination product: yes. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The visual analysis showed a ligature mark 22.5 cm distal to the is-1 connector pin that probably occurred when tightening the suture sleeve to the lead body during the implantation procedure. However, a thorough analysis of the lead did not show any deviations which might have led to the reported increased threshold and fracture. The values of the parameters measured during the mechanical and electrical analysis were within the technical specifications. The insulation was apart from the present ligature mark, free of damages. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
Combination product: yes.

Event description:
It was reported that the lead was explanted due to increased threshold. Conductor fracture was suspected.